Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 89.6cm from the hub. Microscopic examination revealed no additional damages. There is blood present in the inflation lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the hypotube is separated but appeared to be kinked prior to separation.

Event description:
It was reported that shaft break occured. A 2.75mm x 12mm quantum maverick balloon catheter was selected for use. However, during preparation the balloon shaft got fractured. The device was never introduced into the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occured. A 2.75mm x 12mm quantum maverick balloon catheter was selected for use. However, during preparation the balloon shaft got fractured. The device was never introduced into the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.